Event description:
Literature review performed: perigastric abscess resection during roux-en-y bypass surgery after gastric banding. (B)(6) (1,2), (B)(6) (1,3), (B)(6) (1,3), (B)(6) (1,3). Department of general surgery, the baruch padeh medical center, poriya, israel department of pediatric surgery, ruth rappaport hospital, rambam health care campus, haifa, israel. Azrieli faculty of medicine, bar-ilan university, safed, israel. Obesity surgery - https://doi.org/10.1007/s11695-021-05853-5 published 13dec2021. This article noted a 51-year old female patient who had previously undergone two lagb procedures. The first operation (2002) had to be revised within 3 years due to band slippage. The second band was removed in 2020 due to insufcient weight loss. An enlarged gastric fundus was described in the removal operation. The patient presented to the institution with a body mass index of 49 kg/m2. Note: there are two reports related to this article for the same patient. This report is for the explant that occurred in 2020 due to insufficient weight loss. A report for the revision of the lagb in 2005 is issued under MFR report number: 3013508647-2023-00282.

Manufacturer narrative:
Investigation is ongoing, and as additional information becomes available, a supplemental report will be made. At this time, the reported issue will be tracked and trended. Literature author stated the device was implanted in 2002 and revised in 2005 but didn't specify the exact dates. Literature author stated the device was explanted in 2020 but didn't specify the exact dates. Health effect - clinical code - no code for insufficient weight loss.